Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03453789. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia with seroma of anterior abdominal wall. Procedure: repair of incisional hernia by myself and drainage of seroma by dr. (B)(6). Anesthesia: general. Assistant: (B)(6), md. Complications: none. Drains: (B)(6). Indications: the patient is a 49-year-old lady with a two pack a day history of smoking who underwent a recent hysterectomy and presented with an anterior abdominal wall seroma. This was drained one time after which she developed a sudden coughing spell and went on to develop acute onset of severe abdominal pain. She appeared to have an incisional hernia and at this time repair with exploration was recommended by dr. (B)(6). All risks, benefits and complications of the procedure were discussed by him in detail with the patient, she understood and agreed and desired to proceed with the surgery here at freeport realizing that she may need an incisional hernia repair. Intraoperatively dr. (B)(6) consulted me after noting an incisional hernia subsequent to the drainage of the anterior abdominal wall loculated seroma. Details: ¿the patient¿s entire seroma was completely evacuated to visualize the fascia on both edges and the omentum was adherent on the left edge of the fascia. This was taken off between hemostatic forceps. The small bowel was then delivered about 300-400 of bloody abdominal fluid was aspirated and cultures were sent. A 12-14 inch segment of small bowel had gelatinous exudate adherent to it which was carefully peeled off. Three areas of serosal tears was repaired with interrupted silk sutures. No entry into the bowel lumen was made. Once this was done the bowel was replaced in the abdomen, the fascia was palpated and found to be healthy. At tis [sic] point in view of her possibility of an infection no mesh was placed. Two retention sutures through and through the skin and fascia were placed. The fascia and peritoneum were then approximated with running loop pds suture proximally and distally to close the abdominal wall. An inferior stab incision was made and a jackson-pratt drain was placed in the seroma cavity after which 2-0 chromic was used to close the subcutaneous tissue. Skin was closed with staples. Sterile dressings were applied. The patient tolerated the procedure well and patient was sent to recovery in stable condition.¿ (B)(6) 2005: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2005 procedure were not provided.] (B)(6) 2006: (B)(6). (B)(6), md. History and physical. Recurrent ventral incisional hernia from previous hysterectomy and subsequent incisional hernia repair, also had associated seroma. History: cholecystectomy 1976, hysterectomy and incisional hernia repair with seroma drainage without problem, history of underlying rheumatoid arthritis. Smoking 1 ½ to 2 packs per day. Weight 186 pounds. Impression/plan: elective incisional hernia repair per dr (B)(6), stay off mobic x 1 week, treat uti. (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of recurrent incisional hernia with dual mesh, 18 x 20 cm in size. Anesthesia: general. Complications: none. Specimens: none. Indications: this patient is a 50-year-old female who underwent a hysterectomy and developed a postop seroma. At the time of exploration of seroma dr. (B)(6) found an incisional hernia and at this time an intraoperative consult was obtained. At this time although the incisional hernia was repaired, recurrence was a certainty in view of the seroma occurrence, the patient¿s obesity, and history of smoking. She was subsequently recommended cessation of smoking, weight loss, and prevention of constipation but continued with all of the above and presented to the office with abdominal swelling in the infraumbilical position from her hysterectomy scar. It worsened with coughing and on exam she had an incisional hernia. At this time laparoscopic, possible open repair was recommended as it was extremely large and involved the umbilicus to the suprapubic region. Once again she was explained to that risks of recurrence were related to prior incisional hernia, smoking, constipation, and pregnancy. She understood, agreed, but stated that she could not quit smoking. Her surgery was initially scheduled a week ago but dr. (B)(6) desired to postpone it in view of her being on mobic. Although nonsteroidals are no contraindication, she did have a uti also and therefore surgery was scheduled for today. All risks, benefits, and complications were discussed with the patient in detail. She understood, agreed, and desired to proceed with the surgery here at freeport. Procedure in detail: ¿after the patient was identified and general endotracheal anesthesia induced, the patient was cleaned and prepped in the sterile fashion in the entire abdominal region and a left subcostal midclavicular line incision was made for an inch and an optaview [sic] trocar used to access the abdominal cavity under direct vision. Pneumoperitoneum to 14 torr was created. Midline omental adhesions were seen. Two left 5 mm trocars were placed through flank incisions under direct vision and electrocautery and laparoscopic hook were used to take down these adhesions carefully. In this fashion complete lysis of adhesions was done to visualize the hernia defect which measured about 15 x 19 cm. A right flank 5 mm stab incision was made and a 5 trocar placed through here after which an 18 x 24 dual " which was marked at 12, 3, 6, and 9 o¿clock was rolled and placed in the abdomen. Four gore-tex sutures were placed in the mesh on the rough side prior to its placement. The mesh was then opened in the abdomen and four stab incision were made in the epigastric region, suprapubic region, and lateral region at 12, 3, 6, and 9 o¿clock position. The needle suture was passed twice through each of these in an oblique fashion and the gore-tex sutures (pre-tied) were brought out through the abdominal wall and tied on the outside. The mesh was thus anchored through-and-through the abdominal wall, completely covering the hernia defect by at least 2 cm circumferentially. A metal tacker was used circumferentially to further anchor the mesh after the pneumoperitoneum had been released to 7 torr. In this fashion complete repair of the hernia was done. No other lesions were seen. All ports were injected with marcaine. The left upper quadrant 12 trocar site was closed with the inlet closure system after which the pneumoperitoneum was gradually released. The sutures were tied. The skin incision was closed with staples. Sterile dressings were applied. The patient tolerated the procedure well and was transferred to recovery in stable condition.¿ (B)(6) 2006: (B)(6) hospital. Surgical progress notes. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 03453789. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03453789) was implanted during the procedure. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: multiply recurrent hypogastric incisional hernia. Postop diagnosis: multiply recurrent hypogastric incisional hernia, cpt code 553.21 ¿ per dictator. Operation: laparotomy, remove of old mesh, with recurrent hernia repair utilizing alloderm posterior and anterior repair. Assistant: (B)(6), do. Anesthesia: general. Indications: the patient is a 52-year-old female who had a hysterectomy complicated by bleeding and need for reoperation. This has been plagued by recurrent hernia repairs. I believe she has had four attempts at repair. She has now come requesting hernia repair from me. Procedure description: ¿the patient was brought to the operating room, placed in supine position on the operating room table, induced into general anesthesia. A time-out was done for patient and procedure verification. Abdomen was sterilely prepped and draped. Hypogastric incision was reopened. There was a broad-based hernia sac extending from below the umbilicus to the pubic bone. Dissection was carried down and the hernia sac was mobilized. It was apparent that there was a foreign body material placed I believe laparoscopically. This material had been seated with spiral tackers and had become detached from the pubic area. The lower half of the incision was completely incompetent. Therefore, skin flaps were raised laterally on each side. The fascial margins were identified and the old repair material was excised. This involved a significant amount of dissection and removing of the mesh from the side wall. It was attached superiorly and laterally, but not inferiorly. This was able to be removed without injury to the bowel. The underlying bowel was reevaluated. There was no evidence of injury or serosal tear. No bleeding or nonviability. The bladder was identified at the lower end of the incision. This was also intact. During this time, a 6 x 16-cm thick piece of alloderm had been reconstituted in saline. I was then laid into the wound. An underlay layer was placed utilizing #1 prolene suture, this sutured about 2 cm deep on the fascia on the left. It was done along the entire incision line. It was trimmed to fit defect and then it was sewn up the right side as an underlay with underpinning sutures with prolene in a running simple fashion as well. This laid in quite well with good tension. The midline was then able to be closed under minimal tension with the third #1 running prolene suture. The portion of alloderm which hand been trimmed was then used for an overlay sewing from the fascia lateral to the midline down the left side and up the right again using #1 prolene. This formed a three-layer closure, was snug by that overlay, tight and appeared to be intact. There was no bleeding. A 10-mm drain was placed in the subcutaneous space and brought out the left lower quadrant. The subcutaneous tissue was closed with running 3-0 vicryl. Skin closed with staples. The wound was injected with 30 ml of 0.25% marcaine. The patient tolerated the procedure well and returned to the recovery room in stable condition.¿ (B)(6) 2008: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.